Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the unspecified bd intima ii catheter experienced leakage at the adapter and tubing during use. The following information was provided by the initial reporter: at 9 am,on 2 july patient was with preoperative infusion, the use of indwelling needle puncture vein after all normal, 3 minutes after the nurse found the lower needle three prong has a liquid, liquid couldn't enter the body, the nurse to replace another needle to give patients a, did not find the above situation, this event affected on patient¿s psychological, but it did not affect the treatment effect.